Event description:
A malfunction was reported on the pump, specifically, a malf 3 code was displayed, which could not be reset. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the shipping address and arranged to send a replacement pump as the current one was still under warranty. The customer was advised to use multiple daily injections (mdi) as a backup therapy and to return the malfunctioning pump using the provided ups box and pre-paid label. Instructions were given for placing the pump into storage mode before returning it, and the customer was informed they would need to connect their continuous glucose monitor (cgm) and program their settings into the replacement pump. The customer understood and acknowledged all instructions and confirmed no need for a signature for the delivery.